Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) had surgery on (B)(6) 2018 on her back. The pt stated she got an infection where everything was implanted. It was stated that the health care professional (hcp) were afraid they were going to have to take the device out, but they did not have to take the device out. The pt stated she had surgery because of the infection on her back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) noted that the trial was on (B)(6) 2018 and was implanted (B)(6) 2018. It was stated that the hcp was notified and the follow up appointment dates were (B)(6), (B)(6) and (B)(6) 2018. It was confirmed that the infection was not resolved and the pt was released to go back to work and was taking oral antibiotics. The pt mentioned that they had a follow up on (B)(6) to possibly have a surgery to take out the device if the infection did not go down. No further complications were reported.